Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level since they took cortisone shot. The customer¿s blood glucose level was 453 mg/dl at the time of incident. The customer was treated with insulin bolus. Customer was declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.